Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) froze up and rebooted itself, when it came back up, normal operation resumed. This unit went down 3/2 at 16:31 and came back at 16:46. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) froze up and rebooted itself, when it came back up, normal operation resumed. This unit went down 3/2 at 16:31 and came back at 16:46. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.